Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown mako hip stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's left mako hip due to stem subsidence. Replaced stem and head only. Surgeon revised to restoration modular.